Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that last night they noticed that the controller did not charge at all. Pt (patient) mentioned that they tried different outlets already, the ac adapter did not have the light indicator on when plugged to any outlet. Pt confirmed that other electrical equipment worked on the same outlets but not the ac adapter. Pt also mentioned that usually it's takes about 40% of the controller to fully charge the implant. Pt mentioned that they don't care if they couldn't charge the device tonight since the controller still had some left but they wanted to make sure which one to be replaced. Pt noted that they always charged the controller before and after they charge the implant because their implant battery "depletes quite a bit". Pt was able to confirm that the controller can turn on; the controller was at 40% and the implant was at 20%. Agent provided information and suggested pt to get aa batteries to further check the controller. Pt then stated, "I cannot getthat slide open, you sent me another one just trying to get the darn thing open I broke it". Pt added they had a flood like 2 years ago and all devices were damaged and a whole new set was sent to the pt; but then the flood control people returned the box with the old devices and the old devices were still working but then it came to a point the devices stopped working. Pt believed that the controller was still working find though the battery depletes a bit and that the devices were replaced just months ago (see pe (B)(4) device replacement). Agent reviewed the damaged ac power supply and sent a repair request. During the call, pt also mentioned that they needed to turn the therapy off when they go to bed. Pt takes 3 gabapentin a day to offset the pain, they reached out to their doctor to ask if they could double up the gabapentin dosage but th e nurse practitioner stated no because they "couldn't replace it until it's time".